Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch for out of range pace impedances on the right ventricular (rv) lead. The values were less than 200 ohms. In addition, undersensing was observed. Boston scientific technical services reviewed the strips and observed oversensed noise on the rv channel. Troubleshooting was recommended. The patient was set up with a remote monitoring system and is not dependent. Both products remain in service and the rv lead is a competitor's product. No adverse patient effects were reported.